Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and discomfort. The cause of peritonitis was unknown. Hospitalization and treatment was not reported. Pd therapy is ongoing. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6 and b7. B5: upon follow up, it was reported that the patient was treated with amikacin sulfate injection (0.2g, every day, intravenous, discontinued after 20 days) and injection vancomycin hydrochloride (500mg, every day, intravenous, discontinued after 20 days) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.